Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing. Analysis of the episodes showed crosstalk between atrial and ventricular leads. There were no other electrical anomalies. No patient symptoms were reported. The patient was scheduled for follow-up.